Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered a lead safety switch (lss). It was noted that the lead impedance had been gradually increasing over time. Prior to the lss there was no noise on the rv lead. However post lss, myopotential oversensing of noise was observed. Boston scientific technical services (ts) discussed that this could be more of a lead tissue interface issue like calcification since the threshold measurement has been stable. However, the physician decided to replace the rv lead due to concern over a possible lead fracture. During the revision procedure the physician experienced difficulty removing the rv lead and part of the lead remained in the patient's body. An x-ray was sent to ts for review. Upon review ts noted that the distal tip of the r lead remained around tricuspid valve, and may be entrapped in tendinous cords of the heart. It was also noted that the proximal ring and part of lead were entrapped around svc. The rv lead was cut and surgically abandoned. No additional adverse patient effects were reported. A portion of the lead was received for analysis.

Manufacturer narrative:
Further review of the information was performed. Based upon the clinical observations and the laboratory findings, investigation determined the field allegations were due to a combination of factors including manipulation during removal , lead design, and patient anatomy. Upon receipt at our post market quality assurance laboratory, it was noted only the middle segment of the lead was returned. Visual inspection noted deformed conductor coils and torn insulation which was determined to have occurred during explant. Testing was completed to assess the returned portion's electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high impedance, noise and fracture using the returned portion of the lead. The difficulty to remove and prolonged procedure were confirmed by the lab based upon physical examination of the lead. This report is being filed to update the patient's date of birth and age at time of event (a2) along with implant date (d6a) that were left off the initial report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted only the middle segment of the lead was returned. Visual inspection noted deformed conductor coils and torn insulation which was determined to have occurred during explant. Testing was completed to assess the returned portion's electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of high impedance, noise and fracture using the returned portion of the lead. The difficulty to remove and prolonged procedure were confirmed by the lab based upon physical examination of the lead. This report is being filed to update the patient's date of birth and age at time of event (a2) along with implant date (d6a) that were left off the initial report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered a lead safety switch (lss). It was noted that the lead impedance had been gradually increasing over time. Prior to the lss there was no noise on the rv lead. However post lss, myopotential oversensing of noise was observed. Boston scientific technical services (ts) discussed that this could be more of a lead tissue interface issue like calcification since the threshold measurement has been stable. However, the physician decided to replace the rv lead due to concern over a possible lead fracture. During the revision procedure the physician experienced difficulty removing the rv lead and part of the lead remained in the patient's body. An x-ray was sent to ts for review. Upon review ts noted that the distal tip of the r lead remained around tricuspid valve, and may be entrapped in tendinous cords of the heart. It was also noted that the proximal ring and part of lead were entrapped around svc. The rv lead was cut and surgically abandoned. No additional adverse patient effects were reported. A portion of the lead was received for analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered a lead safety switch (lss). It was noted that the lead impedance had been gradually increasing over time. Prior to the lss there was no noise on the rv lead. However post lss, myopotential oversensing of noise was observed. Boston scientific technical services (ts) discussed that this could be more of a lead tissue interface issue like calcification since the threshold measurement has been stable. However, the physician decided to replace the rv lead due to concern over a possible lead fracture. During the revision procedure the physician experienced difficulty removing the rv lead and part of the lead remained in the patient's body. An x-ray was sent to ts for review. Upon review ts noted that the distal tip of the rv lead remained around tricuspid valve, and may be entrapped in tendinous cords of the heart. It was also noted that the proximal ring and part of lead were entrapped around svc. The rv lead was cut and surgically abandoned. No additional adverse patient effects were reported..

Manufacturer narrative:
This report is being filed to update the patient's date of birth and age at time of event (a2) along with implant date (d6a) that were left off the initial report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered a lead safety switch (lss). It was noted that the lead impedance had been gradually increasing over time. Prior to the lss there was no noise on the rv lead. However post lss, myopotential oversensing of noise was observed. Boston scientific technical services (ts) discussed that this could be more of a lead tissue interface issue like calcification since the threshold measurement has been stable. However, the physician decided to replace the rv lead due to concern over a possible lead fracture. During the revision procedure the physician experienced difficulty removing the rv lead and part of the lead remained in the patient's body. An x-ray was sent to ts for review. Upon review ts noted that the distal tip of the r lead remained around tricuspid valve, and may be entrapped in tendinous cords of the heart. It was also noted that the proximal ring and part of lead were entrapped around svc. The rv lead was cut and surgically abandoned. No additional adverse patient effects were reported.